Event description:
This is filed to report the clip delivery system (cds) moving in an unintended direction when applying the steering knobs. It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 3+. The steerable guide catheter was prepared per instructions for use (IFU), but there was resistance felt during the knob test. However, the sgc was still functional so it was inserted successfully. When inserting the clip delivery system (cds) into the sgc, the blue alignment markers were confirmed to be aligned but there was resistance. After eventually inserting the cds, it was advanced into the patient. However, the cds bent backwards when applying the m-knob. The thought was that the device was mis-keyed. The cds was retracted and re-inserted into the sgc, making sure to line up the blue markers again. The cds then functioned normally and was used to complete the procedure. The clip was implanted on a2/p2 reducing the mr to <1. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.na

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. Based on available information and without the device to analyze, a cause for the reported difficulty inserting the cds into the sgc could not be determined. The reported sleeve steering issues appears to be a cascading event of the difficulty inserting the cds into the sgc. There is no indication of product issue with respect to manufacture, design or labeling.